Event description:
It was reported that the pulse generator exhibited far r-wave oversensing, which caused inappropriate auto mode switch episodes. The device also exhibited inappropriate programming. The device remained implanted.